Event description:
The consumer reported one false positive sars result. The consumer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.